Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were trying to use their bolus and they had been trying to get it to connect for half an hour and it kept giving them an error code 0x1c372fe. Per the patient, the issue had been getting longer and longer for probably the past month and today it was not connecting at all. During the call, the agent walked the patient through resetting the handset and communicator. The patient then stated it usually took 2-3 minutes for the communicator to go off but in the last week or so it had been taking 6-7 minutes to turn off. The agent walked the patient through clearing the data from the handset which resolved the issue.